Event description:
It was reported that during a laparoscopic cholecystectomy the device was placed in the pt and "held" until the scope was pulled out. At that time the cap popped off and insufflation was lost. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned with the seal cap broken along the weld seam and no longer intact. The obturator was not returned. No packaging was returned with the device to determine manufacturing or expiration date.